Event description:
It was reported that customer experienced severe low blood glucose (BG) after customer¿s father mistakenly entered 5 units instead of 5 grams for breakfast bolus. Customer¿s blood glucose reportedly dropped to 36 mg/dL, and there was no indication of permanent injury. Customer¿s mother gave sugar and other carbohydrates, used additional insulin therapy methods including glucagon, and then took customer to emergency department where they stayed about three hours and received a glucose injection that resolved the issue. Technical support performed system check and confirmed pump was functioning as intended.